Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient was re-educated to not disconnect power sources at the same time to avoid no external power alarms. The patient remained getting more low speed advisories. The patient is not a surgical candidate therefore the plan is palliative care.

Manufacturer narrative:
Manufactures investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by the power module or batteries. Based on experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2019 at 12:36am through (B)(6) 2019 at 02:17pm; and from (B)(6) 2019 at 12:40am through (B)(6) 2020 at 02:12pm. One brief low speed event was captured on (B)(6) 2019 at 04:25pm while the patient was supported by batteries. The pump speed was captured at 7870 rpm (330 rpm below the low speed limit) and the low speed advisory alarm was active at this time. Additional low speed events, including pump stops, were captured on (B)(6) 2020. These events appeared to occur on either the power module or batteries. The events were associated with low speed advisory and low speed hazard alarms. As an additional observation, no external power events were observed on (B)(6) 2020 at 10:11pm and (B)(6) 2020 at 10:19pm that appeared to be due to both power cables being disconnected at the same time (investigated under (B)(4)). No additional atypical events were observed. The center reported that the patient had a low speed advisory on (B)(6) 2019. The patient was already on an ungrounded patient cable due to a known short to shield (previously investigated under (B)(4). The patient was not symptomatic, and no treatment was needed. The patient was on palliative care and was not a surgical candidate / did not want a pump exchange. On (B)(6) 2020 it was reported that the patient has a known internal driveline fracture. The patient is on palliative care. The low speed advisories initially only happened while on a grounded patient cable, then the patient was changed to an ungrounded patient cable. The low speed events were becoming more frequent, but the patient was not a surgical candidate. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas instruction for use (IFU) addresses all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both documents. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted due to low speed advisory on (B)(6) 2019 at 1625 while on battery power. The patient is known to have a short to shield and is currently on an ungrounded cable. X- rays obtained to ensure it was not external as the patient has already had an external driveline repair and the results were good. The patient is on palliative. No plans for pump exchange and the patient is not a surgical candidate and the patient does not want a pump exchange. There were no symptoms or treatment reported. The patient will continue with treatment and remain on ungrounded cable. No additional information provided.